Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to some kind of stress such as damage or deterioration of parts, and interoperability problem and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope is clogged in the suction pipeline (from the suction cylinder to the distal end), and the brush did not pass through. The issue occurred during reprocessing. There was no report of patient involvement.